Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l57099, implanted: (B)(6)1998, product type: catheter. (B)(4).

Event description:
It was reported that the pump moved about three inches forward. The pump was supposed to be toward the patient's back, but it had slid down to the front where the incision was. The pump was being used to deliver morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.